Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing over. A technical support specialist (tss) checked with customer, confirmed the issue was resolved. Further the customer shared the server, ran downtime query. Then verified carefusion coordination engine (cce) messages were current and no critical notices on health sight viewer (hsv). Informed the customer that services were previously restarted by an agent, so messages were draining. After that the customer confirmed messages were flowing now and the issue was resolved. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.